Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician finding no audible sound when the unit was turned on". The unit was disassembled and there was evidence of liquid/formula ingress all over the pcb. The ingress had caused corrosion across several components on the pcb including the audio circuit and the overlay circuit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 1/31/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the unit had no audible sound when the unit was turned on.